Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced hardware failure. Patient was advised to restart device on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Manufacturer narrative:
(B)(4). A second follow-up is being submitted for this sr-3945042 as the first follow-up was submitted incorrectly and that the information contained in it belongs to MDR 3004753838-2014-03359. All information reported in the initial report for 3004753838-2014-03350 is current. If additional information is provided or if the product returns for evaluation a follow-up MDR will be submitted.